Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the power button was pressed for preparation, but "no signal" was displayed on the monitor and the computer did not start. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: additional information received on the resolution of the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Further analysis shows that the issue has been resolved. The issue was due to a contact failure of the computer's memory.